Event description:
Boston scientific crm received information that this device was associated with a report of oversensing that resulted in pacing inhibition and patient syncope. A boston scientific field representative reported that lead measurements were good and there was no evidence of lead noise. The representative saw a marked atrial sense on telemetry that was not followed by a right ventricular pacing spike or intrinsic marker. A boston scientific technical services consultant (ts) discussed possible causes and troubleshooting recommendations.

Manufacturer narrative:
The device was explanted and returned approximately 3 years later for normal battery depletion. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the left ventricular tip seal plug had cuts around it and body fluid contamination in its seal plug cavity. No holes were noted in any of the seal plugs and all other seal plugs were intact and no obstructions were noted in any of the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the allegation of oversensing. The device was explanted 3.3 years after the event occurrence for normal battery depletion and no further oversensing issues were reported in that time. Analysis concluded the device met specifications.

Manufacturer narrative:
The representative subsequently reported that discussions with the patient revealed that the pacing pause was not correlated with the reported syncope. Programming changes were made to set sensitivity to least, decrease the atrio-ventricular delay, and slightly increase the pacing lower rate limit. The patient will be monitored to review the effect of the programming changes. This report will be updated if additional information is received.